Event description:
The customer reported observing purple discoloration, moderate pain, and tenderness rated 3 to 4 out of 10, which worsened when lying on the sensor at night, after 10 days of wearing the abbott diabetes care (adc) device. He customer received unspecified urgent care treatment for the sensor-related symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.